Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient had a total hip replacement on (B)(6) 2009. (B)(6) 2015, this patient entered the emergencies department with a broken stem (thr). The surgeon had to extract a broken summit. During revision surgery: revised with a competitive product examination of the returned devices confirms the reported material fracture. Evaluation by depuy material science finds the femoral stem fractured due to low stress, high cycle fatigue. No material defects or inclusions were noted that would have contributed to the crack initiation. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Based on the performed investigation, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to a fractured stem.